Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The received presentation was reviewed. Based on the review it has to be assumed that the on the second page visible guide was created with an unknown 3d software. This is not as indented in the lcp proximal femoral plate 4.5/5.0 surgical technique. According to the surgical technique are specific wire guides and drill guides used for this plate. Without a lot number the device history records review could not be completed. Product was not returned; therefore, no further investigation is possible. Also, it is not possible confirm this complaint without the involved devices. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes, reports an event in (B)(6) as follows: it was reported that, on an unknown date, surgeon noted that an unknown amount of time was lost during an unknown surgery as the hole pattern of the plate and hole pattern of guide were not matching. It was noted that the ventral holes in the plate shaft were dorsal in the guide. Surgeon performed the correction manually and is not comfortable with the outcome. Procedure was not completed successfully. Patient status is unknown. This complaint involves one (1) device. This report is for one (1) lcp prox-fempl 4.5/5 r shaft 6ho l211 ss. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the device history record has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b5 : additional event information: note a-3253632 : additional event pcf sales rep confirmed that there was no allegation against the wire. The complaint is about the plates holes. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: this mre review is for sterilization procedure only part: 242.806s, lot: l241792, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 13.december 2016, expiry date: 01.december 2026. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Non-sterile part was manufactured in monument. Part: 242.806, lot: h240274. A DHR review was not performed for this pi. This lot was manufactured by elmira. Please reassign this task to the correct group. The received presentation was reviewed. Based on the review it has to be assumed that the on the second page visible guide was created with an unknown 3d software. This is not as indented in the lcp proximal femoral plate 4.5/5.0 surgical technique. According to the surgical technique are specific wire guides and drill guides used for this plate. Products was not returned, therefore no further investigation is possible. Also it is not possible confirm this complaint without the involved devices. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. PMA/510k: awareness date reported on follow up 1 report as october 15, 2019 but should have been november 29, 2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.